Event description:
Healthcare professional reported right side implant removal due to rupture and voluntary recall. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and recall.

Manufacturer narrative:
Device evaluation: rupture: one opening in the device on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: white particles observed on the surface of the shell. Crease fold observed. Observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported right side implant removal due to rupture and voluntary recall. Device has been explanted.